Event description:
A report was received that a patient was having pain in the middle of his back from the lead anchors. The physician removed the lead anchors. The patient is receiving adequate stimulation and is reportedly doing well after the revision surgery.

Manufacturer narrative:
The products were not returned to bsn because they were discarded by the medical facility.